Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 16271487-2017-03109. It was reported the lead was relocated from t7 to t10 because it had migrated.

Event description:
Device #1 of 2: reference MFR. Report: 16271487-2017-03109. Follow up information identified x-rays were taken and confirmed one of the leads had migrated. Reportedly the patient suffered a fall off a bus at an unknown time. Therapy has been resumed.